Event description:
Essure from bayer, I almost died, it made my hair fall out, having headaches, tooth loss, weight gain, joint pain, tumor in me and had to have a hysterectomy all because of the essure birth control. They took my life. Hemoglobins very low, teeth decay and fall out; and bleeding to death, blood clots the size of your hand. FDA safety report ID# (B)(4).